Manufacturer narrative:
D5 is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump has an invalid syringe issue. No patient injury reported. No patient involvement.

Manufacturer narrative:
Other text: it has been determined that complaint file cc-0182984 with a manufacturing report number of 3012307300-2023-06422 was reported in error. Please disregard the previous submission. Any additional reporting will be conducted under the applicable file.